Manufacturer narrative:
The reported events of helix extension and retraction issue were confirmed. Final analysis found that as received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, the helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the over torqued found on the lead consistent with procedural damaged.

Event description:
It was reported that the patient presented for an implant procedure. During device preparation, the helix of ventricle lead exhibited unspecified rotation issues. The lead was not used and replaced. There were no patient consequences.